Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient had experienced blurry vision on both eyes (ou) at a one day post op exam. A brief description from the surgery center indicated the patient had taken combigan (brimonidine tartrate/timolol maleate ophthalmic solution) every 2 hours instead of the artificial tears and both flaps were displaced as a result. The patient commented on blurry vision, a racing heartbeat, and light headed. The flap was lifted and rinsed to resolve symptoms. The surgery center indicated the symptoms were resolved. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -4.00 x -.75 x 112; left eye pre-op 20/20 -3.50 x -.50 x 70.